Manufacturer narrative:
A quality complaint investigation was performed. A complaint sample was not received from the customer. No non-conformance for the complaint order related to the complaint issue was initiated. Corrective action "retrain of operators according to c805007" was initiated and implemented on the basis of a previous event. The complaint lot was produced before implementation of the corrective action. Additionally, the corrective action "to order plastic boxes for production" was initiated. The corrective action is in progress. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(6) 2015.

Event description:
It was reported a hair was found in the device packaging under the cap connection. The prod was not used on the pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of pt involvement. Add'l info has been requested. Should info be provided, a f/u report will be submitted.